Manufacturer narrative:
The device was not returned to cirl for an evaluation therefore a documentation based investigation was carried out. The complaint was confirmed based on the customers testimony. The most likely root cause of this complaint was the inappropriate use of the rms ureteral stent in the ileal conduit; the stent was inserted into the conduit via the stoma. This would be considered an off label use of the stent and may have resulted in difficulty in removing the stent. Another possible root cause of the difficult removal could be attributed to stent encrustation [the complaint refers to eswl and pcnl which are procedures used to breakup (eswl) and remove (pcnl) kidney stones]; the presence of a high concentration of crystals can lead to encrustation which can cause difficulty removing the stent. Another possible root cause of the difficult removal could be tissue ingrowth into the stent, particularly in the ileal conduit setting. However a definitive cause for the customer¿s complaint could not be determined because the removed section of the device was not returned for evaluation. A review of the manufacturing records for the device rms-060022-r of lot # c1120580 did not reveal any discrepancies related to this complaint. There is no evidence to suggest that this issue affects the entire lot # c1120580; upon review of complaints this failure mode has not occurred previously with this lot # c1120580. A review of the incoming quality control record for the component involved in this complaint did not reveal any discrepancies that could have contributed to this issue. Prior to distribution all resonance stent devices are subjected to visual inspection and functional checks to ensure device integrity. Rms devices are used for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. These devices are intended for one-time use. As per instructions for use, users are cautioned as follows: ¿individual variations of interaction between stents and the urinary system are unpredictable. ¿ a warning on the instructions for use also advises the following: ¿patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film).¿ complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Dr (B)(6) was not able to remove the rms stent endoscopically on (B)(6) 2016. Patient was sent for eswl but it did not help to ease the removal. Pcnl was performed the next day on (B)(6) 2016. Dr (B)(6) managed to pull out part of the stent, he decided to cut the stent and leave the rest in the body.

Manufacturer narrative:
The patient reported the following complaint issue; "dr (B)(6) was not able to remove the stent endoscopically on (B)(6)2016. Patient was sent for eswl but it did not help to ease the removal. Pcnl was performed the next day on (B)(6) 2016. Dr (B)(6) managed to pull out part of the stent, he decided to cut the stent and leave the rest in the body. Another procedure is planned on (B)(6) 2016." The stent was placed in (B)(6) 2016 and was attempted to be removed on (B)(6) 2016. The remainder of the stent was surgically removed on (B)(6) 2016. The patient recovered well after the surgery. The device was not returned to cirl for an evaluation therefore a documentation based investigation was carried out. The complaint was confirmed based on the customers testimony. The most likely root cause of this complaint was the inappropriate use of the rms ureteral stent in the ileal conduit; the stent was inserted into the conduit via the stoma. This would be considered an off label use of the stent and may have resulted in difficulty in removing the stent. A possible root cause of the difficult removal could be tissue ingrowth into the stent, particularly in the ileal conduit setting. Another possible root cause of the difficult removal could be attributed to stent encrustation [the complaint refers to eswl and pcnl which are procedures used to breakup (eswl) and remove (pcnl) kidney stones]; the presence of a high concentration of crystals can lead to encrustation which can cause difficulty removing the stent. However a definitive cause for the customer¿s complaint could not be determined because the removed section of the device was not returned for evaluation. A review of the manufacturing records for the device rms-060022-r of lot # c1120580 did not reveal any discrepancies related to this complaint. There is no evidence to suggest that this issue affects the entire lot # c1120580; upon review of complaints this failure mode has not occurred previously with this lot # c1120580. A review of the incoming quality control record for the component involved in this complaint did not reveal any discrepancies that could have contributed to this issue. Prior to distribution all resonance stent devices are subjected to visual inspection and functional checks to ensure device integrity. Rms devices are used for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. These devices are intended for one-time use. As per instructions for use, users are cautioned as follows: ¿individual variations of interaction between stents and the urinary system are unpredictable¿. A warning on the instructions for use also advises the following: ¿patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film).¿ complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to provide additional details relating to the patient outcome. Additional information received on the 08-sep-2016 confirmed the remaining part of the stent was successfully removed and the patient recovered well after the surgery. This information does not affect the investigation conclusions.